Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Following a knee revision on where a complete depuy stemmed distal femur construct, paired with a stemmed rotating hinged-knee tibial construct was implanted (the second stage after treatment of a deep infection where unknown implants are all explanted), the patient experienced a tibial insert disassociation/dislocation event ("the tibial post came out of the socket and the tibial base plate dislocated") while getting up and out of a car. It is also noted that the pairing together of the lps hinged tibial insert and the s-rom noiles rotating hinge pin constitutes an off label use of these products.